Event description:
A customer has filed a complaint citing that a leak occurred with an infusion set during a treatment involving diamorphine. The leak was observed at the location of the antisphon valve. There is no report of injury.